Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery was a planned extraction of click¿x l4/l5 and implantation of expedium (depuy) l2/l5. The screw did not break during the healing process; it broke during the remobilization surgery of the 3d head l5 right. The distal end of the screw remained in the patient. The surgery was then modified to expedium si from l2 to l5 on the left side and l2 to l4 on the right side. There was no report of a surgical delay or patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Date of implant reported as unknown date in 2003. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records could not be reviewed as lot number is not matching with the given article number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that it is not able to determine the exact cause what has lead to the breakage of the pedicle screw. We can only suppose that too much mechanical force during remobilization (planned revision) may have resulted in the final breakage of the pedicle screw. Note that the initial implantation took place in 2003. The 3d head is still intact (shows some wear though). No product fault could be detected. The dimensions of the broken pedicle screw could not be checked as the lot was not known. The 3d head is still intact (shows wear though). Also the examination of the raw-material testing certificate and the manufacturing papers could not be checked regarding material analysis, strength and structural stability. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery was a planned extraction of click'x l4/l5 and implantation of expedium (depuy) l2/l5. The screw did not break during the healing process; it broke during the remobilization surgery of the 3d head l5 right. The distal end of the screw remained in the patient. The surgery was then modified to expedium si from l2 to l5 on the left side and l2 to l4 on the right side. There was no report of a surgical delay or patient harm. This report is 1 of 2 for complaint (B)(4).